Manufacturer narrative:
As the customer was unable to provide further information, a definite root cause analysis is not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys cea assay result for one patient with the cobas 8000 - cobas e 602 module. The initial result was 24.2 ng/ml. This result was reported outside of the laboratory. The repeated result was 7.55 ng/ml. The second repeated result was 7.43 ng/ml. The reagent lot number was 500058. The expiration date was requested but not provided.